Manufacturer narrative:
The device was returned for analysis. The reported loose or intermittent connection was unable to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Sterile/unused devices were visually inspected and functionally tested for loose or intermittent connection with no anomalies noted. There was no indication of a product quality issue. As the reported loose or intermittent connection could not be confirmed during the return analysis, it is possible that the devices were not properly aligned, not fully connected or tightened while attempting to connect or the port of the device being connected was compromised, resulting in the reported loose/intermittent connection; however, this cannot be confirmed. The investigation did not determine a conclusive cause for the reported difficulties.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate report numbers.

Event description:
It was reported that the rotating hemostatic valve (rhv) was opened during preparation and attempted to be used. However, the stopcock was being screwed on to the side port of the rhv when it was noted that the connection was not staying tight. Three (3) other rhvs were attempted to be used but had the same issue. There was no patient involvement and there was no clinically significant delay in the procedure. No additional information was provided.